Manufacturer narrative:
H6: evaluation codes update. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming empty but there was still medication in the bag. The pump was supposed to dose at 1 pm and 1 am dosing times. Reviewed settings: dose volume was 500 ml. Duration was 3 hours. Cycle was 12 hours. Keep vein open (kvo) was 1.0 ml/hour. Next dose was 7 hours and 26 minutes. Rate was 166.7 ml/hour. Per reporter, the bag of medication was full. Given was 1010 ml. This event occurred at the patient's home. No patient harm/adverse event reported.